Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states the event happened during a cataract procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that an opaque bubble layer was observed on all corneal incision in the left eye during a laser procedure. The patient was noted to have a smaller than normal white to white measurement. The ophthalmologist used a blade to open the secondary and primary incisions and then to titrate the arcs. The procedure was completed with no harm to the patient.